Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to the customer's blood glucose level. The caller declined to answer additional questions, and no further information regarding corrective actions or customer outcome was received. Cts to replace the pump, customer continued to use the pump for insulin therapy until the replacement arrived.